Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/18/2016 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to this issue, the evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump¿s cover was removed and the internal battery was found leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. This report is made based on results of investigation completed on 7/18/2016.